Manufacturer narrative:
The customer reported a tear on the nipple which was treated with a prescribed topical steroid cream. The customer continued to pump. The device was not returned to exploramed nc7 for evaluation. Based on the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to the nipple injury.

Event description:
The customer reported to (B)(6) customer care on (B)(6) 2020 that she experienced a tear on her nipple. The customer's ob/ gyn prescribed a topical steroid cream. The customer reported pumping as she healed.